Event description:
It was reported that the medf4000 had a primary audible alarm failure. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history verified the error, and functional testing was performed, and the reported issue was confirmed. The cause of the issue was identified to be a faulty speaker. The speaker was replaced to address this issue.